Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the transmitter did not blink when connected to the sensor. Customer removed the sensor and reported that the cannula was missing. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. The product is not expected to return for analysis.